Manufacturer narrative:
Device power up properly after battery installation. Device received error 38 during rewind, problem isolated to motor assembly. Unable to perform displacement test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Motor tested outside the device and received pump error 38 at rewind. Device received with operating currents within specification. Device passed self test. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. No unexpected pump error 68 or pump error 49 alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump went blank. The customer's blood glucose level was unknown at the time of the incident. Customer received a new battery cap and the insulin pump is still not working. Customer stated the contacts on the battery cap are neither missing nor damaged. The troubleshooting was performed and was advised to insert a new battery and display did not return after insulin pump restarted. Customer also reported trace pointers are invalid and history point. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.